Event description:
A malfunction alarm with code malf 9 was reported, and the pump's fault ID was available as 9 ¿ 0x20f1. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer with a pump reset, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to contact technical support if the malfunction code appeared again.